Event description:
Ref MDR #2242445-2013-00024, for the first event involving the same pt. It was reported that while in the pediatric cardiac cath lab the md inserted a second wedge pressure catheter and per the md the catheter failed. As a result, the md removed the catheter and inserted a third wedge pressure catheter successfully. Additional info received on (B)(6) 2013, stated that the event involved a (B)(6) female pt, (B)(6). While the md was performing a heart catheterization on this pt he noted that the wedge pressure catheter was defective. As a result, the md removed the catheter from the pt. The md requested a third wedge pressure catheter with a different lot number for the procedure. The third wedge pressure catheter was inserted without difficulty and the procedure commenced. There was a delay / interruption in therapy; however, this did not cause harm to the pt. There was no reported pt injury, complications or death. Medical/surgical intervention was not required. The pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.